Event description:
It was reported that the accuracy of the rotational adapter was off.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that the accuracy of the rotational adapter was off.